Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the reported bleeding and heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further related issues have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event started on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted due to epistaxis. The patient received packing, surgery in the operating room and blood transfusion. It was reported that the event was resolved on (B)(6) 2020.